Event description:
It was reported that due to resistance encountered during stent deployment, the physician removed the stent delivery system and observed that the stent had partially deployed from the microdelivery catheter. Imaging configuration revealed that the acute angulation between the m1 to m2 segment prevented continuous and smooth deployment of the stent. The procedure was continued with a different device. No additional information is available.

Event description:
It was reported that due to resistance encountered during stent deployment, the physician removed the stent delivery system and observed that the stent had partially deployed from the microdelivery catheter. Imaging configuration revealed that the acute angulation between the m1 to m2 segment prevented continuous and smooth deployment of the stent. The procedure was continued with a different device. No additional information is available.

Manufacturer narrative:
The device is not available; therefore, analysis cannot be performed. The reported issue is indicative of high friction during stent deployment. It is possible that due to high friction, the user may have applied excessive force between the inner body and the catheter in an effort to deploy the stent resulting in partial deployment of the stent. Based on the information available, it is probable that anatomical and/or procedure factors may have limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event.